Event description:
Nellcor puritan bennett rec'd a medwatch form from facility on 12/01/1998. Facility reported the following incident: pt's wife found pt on 11/09/1998 at 04:30. Pt's wife states ventilator was disconnected but not alarming. Ventilator has not been tested as of this date.